Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was observed. During visual inspection and powered on, unit suddenly shut off on it's own and the low solution alarm came on. Faulty float switch. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: replaced faulty float switch.

Event description:
It was reported that the device was showing an add solution alarm and stopping on it's own. No patient injury was reported.